Event description:
Ous MDR - after an implantation time of about 1 month, inappropriate shocks due to oversensing were reported, leading to a lead revision. One day later, oversensing was again reported, and the ICD was reprogrammed. After a year without complaints, the patient experience syncopal episodes and the system was explanted. There was no implant date provided for the lead. MDR 1028232-2009-01324.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, fraying of the outer 13 cm distal of the connector pin was noted. This damage manifestation is with high probability to be regarded as the cause for the clinical complaint. Fraying of the outer insulation requires an excessive mechanical load of the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-rays or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. All other damage at the lead is probably a result a result of the explantation process.